Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous middle left anterior descending artery. The physician advanced a 1.5mm rotalink burr and successfully ablated the lesion. Intravascular ultrasound (ivus ) was then performed. The physician then exchanged the system for a 1.75mm rotalink burr and ablated the lesion for less then 20 seconds at a speed of 190,000rpms. While withdrawing the wire from the lesion the distal tip of the wire became trapped in the cardiac apex. A balloon catheter was advanced to the lesion to release the wire; however, this attempt was unsuccessful. The physician then advanced a non- bsc co-catheter to the lesion which was also unsuccessful. The distal tip of the wire became fractured when the physician pulled the wire. It was noted that 3 to 4 centimeters of wire had detached. The procedure was completed without retrieving the detached wire from the patient. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire fracture occurred. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely calcified and moderately tortuous middle left anterior descending artery. The physician advanced a 1.5mm rotalink burr and successfully ablated the lesion. Intravascular ultrasound (ivus ) was then performed. The physician then exchanged the system for a 1.75mm rotalink burr and ablated the lesion for less then 20 seconds at a speed of 190,000rpms. While withdrawing the wire from the lesion the distal tip of the wire became trapped in the cardiac apex. A balloon catheter was advanced to the lesion to release the wire; however, this attempt was unsuccessful. The physician then advanced a non- bsc co-catheter to the lesion which was also unsuccessful. The distal tip of the wire became fractured when the physician pulled the wire. It was noted that 3 to 4 centimeters of wire had detached. The procedure was completed without retrieving the detached wire from the patient. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the device found that the spring tip was damaged. A visual and tactile inspection found that the core wire fractured at approx. 328.5cm from the proximal end. All the outer diameter measurements were with specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).